Event description:
The manufacturer received information from a hospice company alleging a ventilator was alarming for a ventilator inoperative condition. The device was not in patient use. The customer was instructed to re-load the device's software to address the issue. No serial number or contact information was provided.